Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 56 previously reported events are included in this follow-up record. Product return status 55 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. - 43 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 13 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 56 previously reported events are included in this follow-up record. Product return status 1 device was received. 55 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. - 43 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 13 events had patient involvement; no patient impact.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. - 43 events had no patient involvement; no patient impact. - 11 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 56 events were reported for this quarter. Product return status 53 devices were evaluated based on historical data analysis. 3 device investigation types have not yet been determined. Additional information 56 devices were not labeled for single-use. 56 devices were not reprocessed or reused.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. - 43 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 13 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: d4, h6, h11 56 previously reported events are included in this follow-up record. Product return status 2 devices were received. 53 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.